Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I did the same thing 4 years for the first one and it¿s been 2 years for the second and I wish I hadn¿t done either one like u I still have pain and side affects in both of my lower legs, painful more than the pain I had in the knees." This pi covers the patient's left knee.